Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ stem. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. It was noted that the patient had a kiwi hip, so a revision procedure would be needed at some stage. There was no infection or fracture; this was a routine second-sate procedure. As it was a public patient there were no further details available for the initial case.